Event description:
It was reported that a screw broke post-operatively. An operation was performed to remove the broken screw. No other info was available.

Manufacturer narrative:
At the time of this report, the device had not been returned for evaluation.